Event description:
The customer reported that an erroneous total thyroxine (tt4) result was generated for one patient sample and a thyroid stimulating hormone (tsh) result was generated for another patient sample from a unicel dxl800 access immunoassay system on two days. This is report one of two and represents the erroneous initial tt4 patient result generated for one patient sample on (B)(6) 2011. The initial result was higher than expected and above the assay's normal reference range. The initial result was reported outside of the laboratory and questioned by the physician. Upon repeat testing, the result was lower and within the assay's normal reference range. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a serum tube with gel separator and was centrifuged prior to testing. The customer indicated that the sample was collected off-site and hence it is unknown as to whether sample handling or pre-analytical factors could have contributed to the erroneous result. The sample was refrigerated between initial and repeat testing. Beckman coulter inc. Labeling indicates to freeze the sample if it is not to be processed within twenty four hours. All levels of instrument tt4 quality control results recovered within customer established specifications during the timeframe of this event. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4)2011. The field service engineer (fse) performed a high sensitivity system check which failed to meet specifications. Adjustments were made to the ultrasonics for reagent pipettor 1, preventive maintenance activities were performed and ultimately the pipettor 4 transducer was replaced. The instrument was subsequently verified against published performance specifications, and was returned into service. Although hardware and sampling handling may have been contributing factors, a definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-03066, 2122870-2011-03067.